Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports after the safety shield was activated, and the clinician heard an audible click, the tip of the needle still extended beyond the length of the safety shield. The safety was fully engaged on the syringe and the clinician felt a tiny prick to the left pointer finger through the glove, resulting in a dirty needle stick. In response to this incident, the clinician was evaluated in the emergency department and lab studies were drawn.